Manufacturer narrative:
Patient¿s sex and weight were not provided. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 43 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had gastrointestinal (gi) bleeding. The site of bleeding was reported as arteriovenous malformations (avms). An unspecified research drug and anticoagulation/platelet medications were suspended. The patient was transfused 6 units packed red blood cells (prbc). Vitamin k and other unspecified medications were administered/adjusted. The event reportedly began on (B)(6) 2018 and resolved on (B)(6) 2018.

Event description:
Additional information: it was reported that an upper endoscopy on an unspecified date revealed 1 arteriovenous malformation (avm). The avm was cauterized. Colonoscopy was negative for bleeding source.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be determined. The patient remains ongoing on lvas support and no further issues related to gi bleeding have been reported. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.